Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during self testing. Per the initial report, the home patient (hp) had changed the cassette but not the solution bags. The technical service representative (tsr) asked the hp if he had changed the cassette. The hp stated no. The tsr had the hp get a new cassette, turn on the hc and press go. The hp loaded the new cassette and started self testing. The hc tested okay. The hp would complete the setup. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated that only the cassette had been switched out and the same bags were reused. The sample had been discarded and a companion sample was not available. The lot number was unknown. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of single use supplies was confirmed. The patient stated that they changed out the cassette but not the solution bags. Labeling clearly states not to reuse supplies. Baxter is unable to determine a cause as to why labeling instruction wasn't followed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.